Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arcticsun gel pads gave low flow, as low as 1.4lpm. The pads were changed twice and the third set gave flow over 3.0lpm.

Manufacturer narrative:
Received 1 used set of 4 arcticgel pads with the original unit packaging. During visual examination it was found that the pads trim pattern was correct and the energy connector was found free of damages and presented with a good connection. No visible manufacturing issues were noted during the evaluation. A functional evaluation was performed via a flow rate test. The pads were connected to an arctic sun machine model 2000 for 10 minutes and water immediately started flowing to the pads. Left chest pad: a total of 4.89 l/min m2 flow rate was registered during the test. Left thigh pad: a total of 1.22 l/min m2 flow rate was registered. The pad was found to be crushed during testing. Right chest pad: a total of 3.02 l/min m2 flow rate was registered during the test. Right thigh pad: a total of 3.49 l/min m2 flow rate was registered during the test according to the test method the flow rate was out of specifications on the left thigh pad due to the fact that the pad was crushed. The other pads were found to be with in specifications as flow rate must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.